Event description:
It was reported that during a therapeutic procedure, the flex deflectable videoscope had a communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was confirmed. The device evaluation found a scope communication error, error e216. Based on the investigation results, damage was found on the charged coupled device (ccd) unit resulting in the scope communication error. The root cause of the damage of the ccd cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.